Event description:
Transfer from other hospital for urgent pci after ami (tnk + 2b3a). Two cypher stents placed mrca and mlad. Returned to cath lab same day for acute closure of lad three hours after initial procedure. Cutting balloon ptca ostial lad and placed add'l cypher stent.